Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device. (B)(4).

Event description:
It was reported that since initial vns implant surgery, the patient had been experiencing pain in his left chest, shoulder, and neck when lifting weights or objects over 40 pounds. The pain did not correlate with vns stimulation and would subside after rest. The patient also reported that he felt his lead had migrated overtime and he experienced a lead pulling sensation that was described as bothersome. Follow up with the treating physician revealed that x-rays had been reviewed by the physician that showed the lead was intact. At the time the physician was uncertain if the lead migration was due to the patient¿s weight lifting. No interventions were known to have occurred or been planned at the time of the initial report. It was reported several years later that the patient was requesting to have the vns lead and generator explanted due to the previously reported discomfort. A review of device history records revealed that the generator passed quality control inspection prior to distribution. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.